Manufacturer narrative:
Involved a staff member (not the patient). The account has an MRI compatible portable x-ray shield, and it was pulled out of the magnetic room and used in another room. A non MRI compatible shield was brought into the magnetic room for the anesthesiologist to use. During the procedure, the x-ray shield became attracted to the magnet, and the anesthesiologist tried to stop the motion toward the magnetic pod. At this point her right pinky finger became wedged between the shield and the magnet, and she suffered tissue loss at the tip of her pinky finger as well as loss of her fingernail. She was taken to ER by the staff and followed up with plastic surgeon. She was told that she would not be able to regrow her fingernail, and the tip of her finger was repaired.

Event description:
Involved a staff member (not the patient). The account has an MRI compatible portable x-ray shield and it was pulled out of the magnetic room and used in another room. A non MRI compatible shield was brought into the magnetic room for the anesthesiologist to use. During the procedure, the x-ray shield became attracted to the magnet and the anesthesiologist tried to stop the motion toward the magnetic pod. At this point her right pinky finger became wedged between the shield and the magnet, and she suffered tissue loss at the tip of her pinky finger as well as loss of her fingernail. She was taken to the ER by the staff and followed up with plastic surgeon. She was told that she would not be able to regrow her fingernail and the tip of her finger was repaired.